Event description:
A report was received that the patient had significant charging difficulties with the ipg. The patient will undergo a replacement of the ipg.

Event description:
A report was received that the patient had significant charging difficulties with the ipg. The patient will undergo a replacement of the ipg.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.